Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that he patient had some redness around the implantable neurostimulator (ins) pocket site. Antibiotics were given orally; however, the redness did not subside. The device and extension were explanted. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.